Event description:
It was reported that the following day after implant the atrial lead was noted to be sensing and pacing the right ventricle. X-ray was performed and revealed dislodgement of the atrial lead. On (B)(6) 2025, the physician elected to reposition the atrial lead. The patient was stable before, during, and after the procedure.